Manufacturer narrative:
Investigation summary: the device was visually inspected and the tip was found damaged. Sharp metal protruding on the tip was observed and damage line along the tip was observed. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine. It was found that the t bar slid down causing the improper deflection condition. The damage observed is related to the t bar slid down issue. The metal exposed is the t bar. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to prevent this issue. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the catheter could not deflect to specification. Another catheter was used to complete the procedure. There was no patient injury reported. The deflection issue was assessed as not reportable. Since the catheter was unable to deflect to specification, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster failure analysis lab received the device for evaluation. It was discovered on (B)(6) 2018 that there was damage on the catheter shaft. Sharp metal was protruding at approximately 2.5 cm from the distal tip. The damage line was approximately 0.7 cm in length. The returned condition was assessed as a reportable malfunction. Therefore, the awareness date was (B)(6) 2018.